Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03723. It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was started on angiomax since the patient had an allergy to heparin. The transseptal puncture was performed and a non-bsc exchange wire was put into exchange the transseptal sheath to a watchman® access system (was). They then advanced an expo guide catheter in the was and they were still in the left atrium when they noticed a thrombus on the limbus. They had not yet tried to advance the was and expo catheter into the laa. They immediately stopped the procedure and removed everything. The patient woke up from the anesthesia with no neurological deficits and is fine. They patient was discharged from the hospital.